Event description:
The customer stated that he took two blood glucose tests. 5 minutes apart, and received readings of 112 and 350 mg/dl. The difference between these readings falls in the "c" xone of the parkes error grid, making the difference clinically significant. The customer did not allege did not allege any adverse events based on the results. The strips are to be returned for evaluation, and replacement strips will be sent.